Manufacturer narrative:
(B)(6) 2016 10:29 am (gmt-5:00) added by (B)(6)): the investigation consists of a received device logs evaluation and information from the hospital. No field service engineer has been on-site, since the customer is fully trained in maintaining the anesthesia system. The biomedical engineer at the customer site downloaded the device logs and sent them for evaluation. The anesthesia workstation is reported to be back in use without further issues. The device logs were received and after our log evaluation, we can conclude that the user did not activate anesthetic agent for the first 21 minutes of the reported case. There are no technical error codes to indicate a device malfunction, and successful system check out tests were performed both prior to, and after, the event. Our conclusion into this matter is, that after having sedated the patient intravenously before the surgery, the user did not activate the anesthetic agent on the anesthesia workstation during the first 21 minutes of the surgery. This led to an increased level of patient awareness. This event is to be considered as a user error.

Event description:
It was reported that after a surgery (general anesthesia)with the anesthesia workstation, the patient reported awareness. The patient reported hearing music and talk. There was no report of patient experiencing pain or harm. There was no permanent patient injury reported. Manufacturer reference # : (B)(4).